Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse, sounds like it is running, but it is not infusing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h2, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'pumps sounds like it is running, but it is not infusing. There are no error messages' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.